Event description:
It was reported that during a pva (pressure-volume area) case, it was noticed that the patient's blood pressure had dropped. The patient was checked, and a pericardial effusion was confirmed. The case was terminated. Fluid was removed from the patient's pericardial sac. The patient was stabilized. It was also reported that the robotic system was in use. The physician stated that the catheter was bulky and stiff, and that he had difficulty getting the cs catheter over the valve inside the coronary sinus (this was the physician's 2nd time using the cs catheter).

Manufacturer narrative:
The labeling of robotic system contraindicates the use for ablation, thereby representing off-label use.